Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro port would not allow co2 to flow through the btt after connecting to the cannula with the c- ring in it. The leg tunnel would not open. Had to open a second vh-3000 kit and then had no problems and went on with the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed. Tiny specks of blood were evident on the body of the device. No visual defects were observed. To test the patency of the co2 insufflation port, a 30cc syringe was attached to its tip with a one way valve. The end of the body which has the balloon was immersed under water while air was pushed through the syringe and a finger covering the tiny hole on the cannula seal. Bubbles were observed on the water which indicates that air or co2 insufflation is proper. Based on the information provided and the results of the evaluation, the reported failure mode "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro port would not allow co2 to flow through the btt after connecting to the cannula with the c- ring in it. The leg tunnel would not open. Had to open a second vh-3000 kit and then had no problems and went on with the case. The hospital did not report any patient effects.